Event description:
Two days postop for minimally invasive esophagectomy with feeding jejunostomy, bilious drainage was found in patient's chest tube output. Patient taken to or and found the j-tube balloon was deflated.